Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that 3 days ago the pts battery died (ps understood ins battery). Pt went to charge their ins but they could not find the controller for the controller was misplaced and not the cords. The caller was redirected to (B)(4). Pts hcp was(B)(6). Additional information was received from the patient. It was reported that pt had the ins replaced and upgraded to a smaller, faster charging blue tooth battery. This issue has been resolved.